Event description:
As reported: "when using the removal equipment, the operator encounters difficulties in removing the cervical screw. The cervical screw extractor handle and shaft 18066135 did not fit on the screw. The operator was finally able to remove the material, but stress was generated and the intervention time was extended. Procedure: removal of gamma nail"

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Clinic no longer has the device.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "when using the removal equipment, the operator encounters difficulties in removing the cervical screw. The cervical screw extractor handle and shaft 18066135 did not fit on the screw. The operator was finally able to remove the material, but stress was generated and the intervention time was extended. Procedure: removal of gamma nail."